Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for evaluation. After performance testing and visual/physical examination the reported issue was confirmed. The ups was dead on arrival, and would not power even when plugged in. They installed new batteries, and then the ups was functional. The battery is at end of lifespan, no longer holding charge. An electrical failure was found. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that while moving the mobile view station (mvs) the system shut down and when the site plugged it into an outlet, the site could hear clicking but it would not turn on. No patient was present at the time of the event.

Manufacturer narrative:
Initial reported not known at the time of reporting. A manufacturer representative (rep) went to the site to test the imaging system. The reported issue was confirmed and the uninterruptible power supply (ups) on the mobile view station (mvs) was replaced. The rep verified that the batteries were charging and a system checkout was completed. The system is working as intended. The battery cartridge ups was returned to the manufacturer for evaluation. After visual/physical examination the reported issue could not be confirmed. The part was returned unused. The power supply was returned to the manufacturer for evaluation. The part is still under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that while moving the mobile view station (mvs) the system shut down and when the site plugged it into an outlet, the site could hear clicking but it would not turn on. No patient was present at the time of the event.

Manufacturer narrative:
Initial reporter received. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that while moving the mobile view station (mvs) the system shut down and when the site plugged it into an outlet, the site could hear clicking but it would not turn on. No patient was present at the time of the event.